Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire representative went onsite and evaluated the ventilator. Checked o2 sensor which was securely in place and bronze filters which are intact and in good condition. Suspect device was then updated to new software, but alarm 401 still persisted after restart. Log files and trending data downloaded. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed technical failure 401 (inspiration valve or device leaky). Ventilator came from storage, and it happened at startup with no obvious clucking sound. Red led lights flashed continuously. The customer confirmed that there was no patient involvement reported from this event.

Manufacturer narrative:
Result of investigation: vyaire was not able to determine the exact root cause of the reported issue. However, log file was reviewed. Alarm 401 was no longer triggered during the last two start-ups. It was triggered during the insp valve test as some actors were forced at that time. Prior to that, the reason was a leak. Most likely the leak is caused by not well applied o2 cell. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.